Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 04/18/2024. An investigation was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The delivery device was removed from the loading device with no physical or visual difficulties observed. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal and tension spring was not returned for evaluation. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the non-return of the seal and tension spring assembly. The reported failure "fitting problem" was not confirmed. The lot # 3000351104 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't rollup up in the chamber after advancing and releasing the wings and pulling out the seal. There were no patient issues, and the only delay was created by changing out devices. Used a new device to complete the case.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.